Event description:
Allegedly screw broke off in pt.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon and the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility.